Event description:
It was reported that the 2800 system had no fluoro image on the monitor during a case. Also, the table leg extension was stuck. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There was a blown fuse, this was replaced. The leg extension latch was repaired during the service call. The system was tested and found to be working as intended and put back into service.